Event description:
It was reported that; aviator wing broke off during final locking. Plate was retrieved, broken wing was not. Delay was approx 10mins.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the drill and drill guide was used during the procedure. The bent spring bar was noticed after placement of the screws and locking of the spring bar. Conclusion: the likely root cause is the application of cantilever forces on the drill guide during removal.

Event description:
It was reported that; aviator wing broke off during final locking. Plate was retrieved, broken wing was not. Delay was approx 10 mins.